Event description:
It was reported that the user experienced a low blood glucose of 65 mg/dl, overtreated the hypoglycemia with oral glucose, subsequently paused insulin delivery due to fear of another low, and then recorded elevated glucose values up to 297 mg/dl while using the ilet. Symptoms included anxiety, distress, and hypoglycemia followed by hyperglycemia. Outcomes included transient glucose excursions without hospitalization, with glucose levels returning toward target during the call. Investigation included troubleshooting and education regarding appropriate treatment of hypoglycemia, understanding insulin on board, and the need to avoid pausing insulin to prevent algorithm maladaptation. Investigation of this case revealed that user behavior led to overtreatment of hypoglycemia and pausing of the pump, which contributed to rebound hyperglycemia; the device continued to calculate and correct based on its algorithm once insulin delivery was resumed. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error and appropriate use education.